Event description:
Customer called stating that the endcap on their lancets come off too easily and they repeatedly sticks themself. They also stated that when they tried to put the needle in the endcap it would bend the needle and therefore not work properly.